Event description:
After placement of a percutaneous endoscopic gastrostomy set, the patient developed an infection in the muscle around the stoma site. No abscess was noted. The peg feeding tube was left in place. The nurse and physician believe the providone/iodine swabs included with the set may have caused the infection. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The reporter indicated that the patient experienced acute renal failure and changes in mental status, but the initial reporter was unsure if these effects were related to the infection or the patient's preexisting medical condition (intracranial bleeding).

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected percutaneous endoscopic gastrostomy kit was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. The supplier of the providone/iodine swabs has been notified of this report in an effort to heighten awareness and investigate further. If additional information becomes available, a follow-up medwatch report will be submitted. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: we were unable to conduct a full investigation because the peg set was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the potential complications listed in the instructions for use for the percutaneous endoscopic gastrostomy set include peristomal wound infection. The instructions for use direct the user to prepare the site for the stoma incision by following the surgical guidelines determined by the medical institution. The providone/iodine swabs are purchased by cook endoscopy from an approved supplier and are provided to the user in this peg set. The information provided by the initial reporter was reviewed with the clinical personnel. We can provide the following information: providone/iodine and is a strong spectrum topical microbide (substance that destroys germs or bacteria) and is used to prepare the skin for surgery. An infection can occur if the skin is not prepared properly with the providone/iodine prior to making the incision. It is possible the source of the infection is something other than the providone/iodine. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual and functional evaluation prior to distribution. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The investigation with the supplier is in progress; the assessment of corrective action may change upon completion of the investigation. This observation represents an unusual occurrence. The likelihood of this type of occurence is rare. Customer quality assurance will continue to monitor for complaint trends.